Event description:
A customer contacted beckman coulter (bec) to report that they obtained an erroneously elevated troponin (accutni) result for one patient samples tested on their access 2 immunoassay system. The original accutni result obtained was 0.394 ug/l. The sample automatically reflexed and produced a second accutni result of 0.103 ug/l. The customer then re-centrifuged the sample and upon reanalysis of an aliquot of the sample obtained the following results: 0.097 ug/l and 0.097 ug/l. The initial elevated result of 0.394 ug/l was reported out of the laboratory; however, after reanalysis of the sample the lower result of 0.097 ug/l was sent to the clinician as a corrected report. There were no errors, sample flags or hardware issues noted by the customer. There was no change to or impact to patient treatment in connection to this event.

Manufacturer narrative:
All of the system parameters (qc and calibrations) were performing within assay/instrument specifications. The sample was collected in a greiner serum tube and was centrifuged for 10 minutes at 3000g. The customer noted that the sample was clear in appearance and was initially analyzed from the primary tube as an add-on test. There were no issues noted with either sample handling or sample processing. There was no indication that service was dispatched for this event. There was insufficient evidence supplied to reasonably conclude that a specific cause and/or malfunction occurred in conjunction with this event.